Event description:
Related manufacturer report number: (B)(4)additional information was received that provocative testing was performed and the noise was not reproduced.

Event description:
During an in-clinic follow-up, oversensing was detected on the device. Technical support was contacted, however no known intervention has been performed at this time. The patient was stable.